Manufacturer narrative:
Report date: 22sep2021.

Event description:
The customer reported that the touchscreen is out of calibration and that calibration attempt failed. Patient involvement is unknown however no user or patient harm was reported. The customer obtained the part number for a replacement touchscreen from the remote service engineer. The customer replaced the touchscreen, and the issue was resolved.